Event description:
The pt was in radiology for a procedure. During the scan, the ventilator stopped ventilating. The procedure was stopped and the pt was bagged. No adverse health consequences were reported.

Manufacturer narrative:
(B)(4). Kits, a pt circuit and regulator and packages it with the ventilator, therefore, smiths medical pm, inc. Is reporting as the manufacturer. The ventilator has been returned to smiths medical pm, inc. For evaluation. Smiths medical pm, inc. Could not reproduce the failure mode. The ventilator passed functional testing. The user facility has not returned a completed user facility questionnaire. (B)(4).